Event description:
The pt experienced stiffness that got worse and worse despite dosage increases and he ended up in a wheelchair. It was reported that there was catheter blockage; it was noted that it was not confirmed. The pt was no longer in a wheelchair, but was experiencing stiffness in his legs that increased when the pump was increased. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).